Event description:
On (B)(6) 2015, the patient was implanted with a conformable gore® tag® thoracic endoprosthesis in treatment of an aortic dissection. At the end of the procedure, the dissection was excluded and the patient tolerated the procedure. It was also noted the patient had previously underwent a left subclavian bypass. On (B)(6) 2015, the patient reportedly experienced a stroke. The cause of the stroke is unknown. It was reported the patient¿s condition is unknown. It is reportedly unknown if the patient has been treated for the stroke.

Manufacturer narrative:
The review of the manufacturing paperwork verified that the lot met all pre-release specifications. The patient¿s medications include: aspirin, clonidine, plavix, colace, zoloft, and apresoline.

Manufacturer narrative:
(B)(4).

Event description:
On (B)(6) 2015, the patient was implanted with a conformable gore tag thoracic endoprosthesis in treat a type b aortic dissection. At the end of the procedure, the dissection was excluded and the patient tolerated the procedure. It was also noted the patient had previously underwent a left subclavian bypass. It was also reported the patient had an embolic event at the time of the dissection. On (B)(6) 2015, the patient reportedly experienced a stroke. It was reported the cause of the stroke was wire manipulation in the arch. The patient was reportedly treated with a daily aspirin, prescribed physical and occupational therapy. It was reported the patient recovered from the stroke. On (B)(6) 2015, a right groin lymphocele was identified. On (B)(6) 2015, the patient underwent debridement, and intravenous antibiotics were administered.